Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 25-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during an ins replacement procedure one port showed red. The rep ran an impedance test and saw that 0 <(>&<)> 5 were > 40k ohms, but the other contact pairs looked viable. The rep said the hcp took out and wiped down the lead. It was unknown if the impedance issue was present before the procedure because the previous ins was dead. Additional information received from a manufacturer representative (rep). It was reported that the previous ins was replaced due to normal battery depletion. The rep said that this was not a high impedance issue. The rep said there was an issue when they checked the connectivity with the leads and the ins. The rep was not getting all "green check-marks" when they checked connectivity. The reason the rep was not getting a perfect connection was because of fluid on the leads. No further complications were reported.